Event description:
It was reported that the asymptomatic patient presented remotely with non-sustained right ventricular oversensing. The oversensing was caused by post-paced t-wave oversensing. The oversensing was observed on stored records. Programming changes were recommended.

Manufacturer narrative:
(B)(4).